Event description:
It was reported that during an orthopaedic procedure, the handpiece continued to run on its own while in safety mode. There was no pt/user injury and no reports of any adverse consequences. The case was completed successfully with another device.

Manufacturer narrative:
The driver was received at the MFR for eval, but based on the investigation details, the reported condition of the device running on its own could not be duplicated. The device passed all qip tests. The driver will be returned to the customer.